Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2017-00091. The patient received 2 leads (model 3163) with the same lot number. It was reported the scs system did not provide effective stimulation. Reportedly, surgical intervention was undertaken during which time the original system was explanted and replaced with alternative system.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-00091.